Event description:
During the use of the pump, an alarm 30 was reported by the customer, indicating an issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite efforts to load a new cartridge, the alarm persisted, so technical support decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery.